Event description:
My mother was implanted with a device that was boston device, it was faulty and an old pacemaker, probably the date of manufacture was before 2005, and she died of complications that directly the result of the faulty pacemaker. On (B)(6) 2014, she was operated, and on (B)(6), my mother has to be kept on ventilator. On (B)(6) afternoon she came off of the ventilator and thereafter on (B)(6) evening she was discharged. I know very well that the provider and the primary doctor is responsible for the negligence. But I would still be needing the details of the pacemaker that was implanted and on (B)(6) she was discharged, (B)(6) she was again admitted on the same day she was again kept on ventilator, and on (B)(6) 2014, she passed away.